Manufacturer narrative:
No blank display noted during testing. Insulin pump responded to button presses. No unresponsive button noted during testing. During visual inspection, found the j1 keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had an insulin flow blocked alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin did not exit after a 5 unit fill cannula was delivered and the insulin pump did not alarm no reservoir after rewind and the reservoir was removed. Customer also reported that the insulin pump turned off during rewind process and none of the buttons works. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.